Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, at sixth inflation, it was noted that the balloon ruptured at 10atm. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.